Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) switched modes inappropriately six weeks post implant. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.